Event description:
It was reported that during a normal follow up, device was found to be in back up vvi mode. Device was reprogrammed successfully and remains implanted. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.